Manufacturer narrative:
The customer's report was not verfieid. The device pass full functional testing with no fault found. The color cable was replaced to reduce the probability of recurrence. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the devices screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.